Manufacturer narrative:
The autopulse platform in complaint was returned to zoll for evaluation on 24 march 2022. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (s/n (B)(4) was used in an attempt to resuscitate a patient in cardiac arrest. As reported, the platform displayed user advisory (ua) 17 (max motor on-time exceeded during active operation). The crew switched to manual CPR. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead. No further information was provided on the details of the reported incident. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, zoll's medical safety assessment (msa) evaluated the incident, and it was determined that the death was not related to the autopulse device.

Manufacturer narrative:
H4 (device manufacture date) was corrected. The reported complaint that "the autopulse platform (s/n (B)(6)) displayed user advisory (ua) 17 (max motor on-time exceeded during active operation)" was confirmed in the archive data but was not confirmed during functional testing. The reported ua17 advisory message could not be replicated during the device evaluation, performed at zoll. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. Based on values recorded in the archive data, the likely root cause of the reported complaint resulted from the patient's large chest circumference, which was very stiff and hard to compress. During visual inspection of the returned autopulse platform, the front enclosure and top cover were observed damaged, unrelated to the reported complaint. The photos provided by the zoll service team revealed multiple large cracks and breakages on the top cover, close to the user interface (ui) control panel. In addition, there was a vertical crack going through one of the screw fittings at the front-end area of the front enclosure. The observed physical damages appeared to the characteristics of harsh impacts due to user mishandling. The damaged covers and associated parts were replaced to address the issues. A review of the archive data showed that after the take-up was successfully achieved, the autopulse platform performed a few compressions and then stopped with ua17 (max motor on-time exceeded during active operation) multiple times, confirming the reported complaint. User advisory 17 is normally a clearable advisory message and is triggered when the motor was on for too long during active operation. The autopulse did not reach the target depth within the specification time. This usually is experienced when the patient is either improperly positioned on the platform or when the patient's chest is too stiff and hard to compress. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed initial functional testing at zoll without any fault or error. A load cell characterization test was performed and confirmed both load cell modules were functioning within the specification. During further troubleshooting, the drivetrain motor brake gap was inspected and verified that it was within the specification. Furthermore, the autopulse platform passed the run-in test using the 95% large resuscitation test fixture (lrtf) with known-good test batteries until discharged. No malfunction was found, and the reported ua17 advisory message was not replicated during troubleshooting and testing. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged. The autopulse platform passed all testing criteria without any fault or error.